Manufacturer narrative:
One green microflow needle and two metallic-like particles were returned taped to a piece of gauze. The original packaging was not received. The part number and lot number cannot be verified or determined. Microscopic examination of the needle found that the hub and flats were heavily damaged. There was marring, gouges, scratches and missing material. Both particles have a metallic appearance. The first particle was 970 microns long by 594 microns wide. The second particle was 845 microns long by 842 microns wide. The particles were sent to an independent testing lab. The metallic particles were photographed using a camera-equipped stereo-optical microscope at 50x magnification. The particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis of the particle indicated that it consists primarily of nickel. Lesser concentrations of carbon, oxygen, copper, sodium, silicon, and lead were also detected. Source/origin of particle could not be determined through lab analysis.

Event description:
The user facility in the united kingdom reported the doctor noticed one particle while using the probe. The procedure was stopped and the particle was retrieved. The surgery continued and another particle appeared. The needle was changed to finish the procedure. They were unsure if the particles were from the probe/needle or from the handset. They have also taken the phaco handset out of use until further notice. The hospital kept handpiece and particles to be collected for evaluation.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
Additional information: second surgery was not needed, the incision was not extended, and the time of surgery was not increased. No information about the patient outcome.

Manufacturer narrative:
B5 additional information received. D4 correction: UDI number.

Manufacturer narrative:
Additional information: d10 concomitant products added. The lab report provided for the particles showed that the metal did not come from any of these devices.